Manufacturer narrative:
Unit received with intermittent buttons due to moisture damage at keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
It was reported that the customer's buttons on the insulin pump were not responding. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the insulin pump was exposed to moisture as the customer placed the insulin pump in the pocket of his wet shorts at the beach. Explained that the insulin pump needed to be replaced. Reviewed the replacement policy. Nothing further reported.